Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a hair found inside the syringe upon opening of the packet. There was no reported patient injury.

Manufacturer narrative:
The reported event was confirmed, as manufacturing-related. Visual evaluation of the returned sample noted one opened (within unsealed original packaging) unused toomey irrigation syringe. Visual inspection of the sample noted a long black hair between the syringe barrel and syringe plunger. A portion of the hair was protruding from the end of the syringe barrel. The hair was removed and measured to be approximately 3.4" in length. This particle exceeded the maximum allowable foreign material threshold, therefore the syringe was considered to be out of specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿70cc syringe with catheter tip and luer tip adapters this is a single use device. Do not re-sterilize any portion of this device. Three syringe tips are intended for use as follows: integral toomey tip - resectoscope irrigation catheter tip - for catheter irrigation 1 luer adapter (for foley catheter inflation) warning: reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Caution: secure tip tightly prior to use. Caution: avoid excessive syringe pressure when using luer adapter, as the adapter may dislodge." Correction: initial reporter name and address.

Event description:
It was reported that there was a hair found inside the syringe upon opening of the packet. There was no reported patient injury.